Event description:
The customer reported that the system display kv on in error message and ma on in error message followed by a system shut down. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. A replacement hvsr (high voltage supply regulator) board was installed during service. The system was tested and found to be working as intended and put back into service.